Event description:
Patient's foley catheter would not drain urine. Irrigated, at which time the safety seal broke from the catheter to the urine drainage tubing. Foley re-irrigation due to continued occlusion, not draining causing urine retention in patient. Foley catheter exchanged due to issues. Manufacturer response for foley catheter kit, (brand not provided) (per site reporter). Continued issues being tracked with vendor